Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided.

Event description:
It was reported that shaft leak occurred. A 2.50 x 16mm synergy xd stent balloon expandable for selected for coronary angioplasty procedure. During procedure, it was not possible to inflate balloon. On removing, rupture was noted between stent shaft and balloon connection. No consequence to patient reported.